Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9346126. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that a intima-ii y 24gax0.75in prn ec slm npvc had tubing rupture during use. The following was reported by the initial reporter: "on (B)(6) 2020, the patient received intravenous indwelling needle. On november 6, when the nurse was flushing the intravenous indwelling needle, the middle part of the catheter tube broke. The patient was given a new indwelling needle after the removal of the indwelling needle, and the patient's condition was not affected adr# (B)(6)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y 24gax0.75in prn ec slm npvc had tubing rupture during use. The following was reported by the initial reporter: "on (B)(6), 2020, the patient received intravenous indwelling needle. On november 6, when the nurse was flushing the intravenous indwelling needle, the middle part of the catheter tube broke. The patient was given a new indwelling needle after the removal of the indwelling needle, and the patient's condition was not affected adr# (B)(4). "